Event description:
Reportable based on product analysis completed on 24apr2024. It was reported that the device was kinked. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 2.00 x 20mm agent dcb was advanced, but was kinked in the proximal shaft. The device was removed and the procedure was completed with another of the same device. No patient injury occurred. However, device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. Examination of the hypotube shaft identified a break at 33.5 cm distal to the distal end of the strain relief. Multiple kinks were also noted along the length of the hypotube. The outer and inner lumen and mid-shaft section found no issues. Alloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.